Event description:
It was reported that a set screw popped off of the s1 pedicle screw postoperatively. Revision surgery took place to remove the hardware.

Manufacturer narrative:
The explant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Additional information: d4. Lot #: sm174763. Primary UDI #: (B)(4). H4. Device manufacture date: 03/26/2024. Corrected information: h3. Yes. H6. Investigation findings: 327, 3243. Investigation conclusions: 19, 61. Device evaluation: the set screw contact surface shows an irregular starburst wear pattern that is typically observed in set screws that back out. The absence of this pattern suggests that the set screw may not have achieved full normalization interface contact with the rod during final tightening or may not have been final tightened to specification during implantation. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings: it is critical that set screws are final tightened as recommended in the surgical technique guides, using the appropriate instrument(s), e.g. Torque handle, failure to tighten the set screws using the recommended instrument(s) could compromise the mechanical stability of the construct. Intraoperative management: final set screw tightening: all set screws must be tightened using the appropriate instrument (e.g., torque handle) as indicated in the surgical technique guide.